Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported left side capsular contracture, baker grade unknown. It was noted in the operative report that "the implant was temporarily removed and a radial and circumferential capsulotomy was performed. The implant was reinserted." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Health professional reported left side capsular contracture, baker grade unknown. It was noted in the operative report that "the implant was temporarily removed and a radial and circumferential capsulotomy was performed. The implant was reinserted." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the radius side, wear abrasion and a fold crease. A leak test and microscopic analysis were performed which identified a sharp crease opening, delamination of valve (with less than 75% partial separation) and a greater-than 1-millimeter void in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the radius side due to a fold flaw opening, and partial delamination of the valve due to adhesive failure.

Event description:
Health professional reported left side capsular contracture, baker grade unknown. It was noted in the operative report that "the implant was temporarily removed and a radial and circumferential capsulotomy was performed. The implant was reinserted." Healthcare professional additionally reported a deflation. Device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional additionally reported a deflation.